Event description:
It was reported that during a laparoscopic oophorectomy surgeon was using endopouch pro46. Surgeon introduced device using a 10-12 mm trocar. The surgeon pushed the device's thumb plunger while in the abdomen to release specimen bag. The thumb plunger was pulled back and the support arm broke off in the patient. The metal piece was removed and the procedure was completed. Six hours post-op the patient came back with a hematoma. The surgeon had to re-operate and found a piece of the metal rim in the center of the hematoma. The metal piece was removed and the patient stayed two extra days in the hospital. No patient information could be released by the customer and no product was saved for evaluation.